Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported he had been hospitalized due to fluid in his lungs. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized for fluid weight gain and issues draining. No additional information regarding patient biographic information or any further details related to the event were provided. Medical records were requested and are not available.